Manufacturer narrative:
(B)(4). D10: durom acet comp, #item 0100214058, #lot 2436187. Unknown head #item unknown, #lot unknown. Unknown stem #item unknown, #lot unknown. Therapy date: (B)(6) 2025 g2: foreign - event occurred in italy. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations for the cup. Device history record review cannot be performed for the head and taper without product identification. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history for the cup identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Complaint history review cannot be performed without product identification of the head, taper and stem. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision approximately 16 years and 9 months post-implantation due to out-of-range ionemia. Preoperative evaluation identified a debris pseudotumoral mass measuring approximately 10 cm and femoral osteolysis. Attempts have been made and no further information has been provided.